Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, following multiple reposition attempts, the helix failed to function as intended and insulation damage and high impedances were exhibited. The lead was removed and replaced. No resulting adverse patient effects and the lead is expected to be returned for analysis.

Event description:
It was reported that during the attempted implant of this lead, following multiple reposition attempts, the helix failed to function as intended and insulation damage and high impedances were exhibited. The lead was removed and replaced. No resulting adverse patient effects and the lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin; however no electrode end damage was observed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.